Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a male patient receiving intrathecal clonidine (200mcg/ml, dose unknown), bupivacaine (5mg/ml, dose unknown), and morphine (1mg/ml, dose unknown) via an implantable infusion pump. The indication for use was not noted. The patient suddenly started exhibiting symptoms of overdose following a priming bolus. Specifically, the patient was having respiratory depression, but was stable, as of (B)(6) 2015. It was later reported that the event logs were reportedly printed out. Additionally, the patient was stabilized at the clinic, then sent home. The patient came back, the healthcare provider (hcp) aspirated the system, and the patient was put on preservative free saline. The patient had been stable since. The patient was brought back to the clinic on (B)(6) 2015 and morphine 0.5mg/ml was put back into the pump. The patient was receiving effective therapy with no adverse reactions/events.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).